Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.     Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the device's tip. The stent was damaged. At the proximal end the stent struts were raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the removal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the device's markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 70% stenosed, 30mm in length target lesion was located in the 2.2 mm in diameter left main artery. A 2.50x32mm promus element ¿ stent was advanced but was unable to cross the lesion. The device was removed and the procedure was completed with another of same device. No complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damaged.